Event description:
Related manufacturer reference number: 2017865-2021-32037. It was reported that the patient presented for follow up with elevated capture threshold exhibited by the right atrial lead. The lead was explanted and replaced. The right ventricular lead was also explanted during the procedure due to reasons not specified. The patient was in stable condition. Further information was requested but not received.

Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.